Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k camera head was not producing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center confirmed the customer's complaint. It was found the no image was due to a camera and cable unit deformed. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the deformed unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "caution do not hit or bend the electrical contacts on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Caution: be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.". Olympus will continue to monitor field performance for this device.